Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluation. Per the customer reported complaint, failure analysis investigation found that upon performing manual test of the instrument, it passed the pitch, grip, yaw and roll tests. The grips opened and closed properly. In addition, failure analysis found that one of the conductor wire insulation was damaged at the yaw pulley exit and missing material. The wire was not detached from its connection at the grip. The instrument passed the electrical continuity test. It was concluded that the insulation damage may have been due to mishandling. Failure analysis investigation also found instrument yaw pulley was charred. The yaw pulley was charred at the distal clevis hub. It was concluded that the charring may have been due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing material from conductor wire insulation found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument stopped working. It might have something to do with the cable. The customer claims to have treated the instrument correctly. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event. Initial reporter replied back indicating nothing fell into the patient and there was no patient injury; additional details regarding complaint description was not provided.